Manufacturer narrative:
It was reported that the table back section allegedly moved all the way down towards the floor while a scrub nurse was setting up the room. Patient was not in the room at the time. Table was moved out of or 4 for biomed evaluation. The table was visually examined and a performance test of all movement functions was conducted by the biomed. Reportedly, lightly running a finger over the back- down button would cause the table back section to move in the downward direction. The hand pendant was replaced by the biomed with a new one and table functions tested normal. Table was evaluated and released by biomed for use. The hand pendant was not returned to stryker, therefore, no evaluation from this end was possible. The issue was found prior to a procedure, so there were no injuries or adverse consequences reported. The hand pendant was thrown out by customer.

Event description:
It was reported that the table back section allegedly moved all the way down toward the floor while a scrub nurse was setting up room. Reportedly, lightly running a finger over the back- down button would cause the table back section to move in the downward direction. The issue was found prior to a procedure, so there were no injuries or adverse consequences reported.